Event description:
Event description cpi received information that this endotak dsp transvenous defibrillation lead was oversensing and delivered an inappropriate shock. Oversensing could be reproduced with arm movement. During lead revision, damage was noted at the juncture of is-1 terminal pin.